Event description:
It was reported that balloon rupture occurred. The de novo target lesion was located in a coronary artery. A 3.50 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported.